Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an external abrasion at 8.6 cm to 8.9 cm from the connector pin. The abrasion was consistent with constant friction to device can. The complaints of unacceptable threshold and low lead impedance were likely caused by this event.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds and was fractured. Upon extraction of the lead, an insulation anomaly was observed. The lead was explanted and replaced.